Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be created.

Event description:
Dealer is stating that the left side front swing arm, caster is not hitting the ground. Caused the end user to tip over in the chair. Tech advise to check the locking gas cylinder. Dealer advised that the end user was injured, but dealer hung up prior to getting any information.